Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 840mg/dl. Customer believed the cause was related to the non-tandem infusion set; however this could not be confirmed, and the cause of elevated bg was unknown. Subsequently, customer was hospitalized. Bg was treated with an unspecified intravenous treatment. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.